Event description:
Customer reported apparent over infusion of heparin on a pt post left mastectomy with reconstruction on (B)(6) 2010. Pt was receiving lytic therapy to the pulmonary artery post surgery due to massive bilateral pulmonary emboli. T-pa was to infuse at 1 mg/h (50 ml/h) and heparin to infuse at 500 units/h (5 ml/h), but bags were found switched and it was also noticed that they were hooked into the wrong site (sheath vs. Sidearm). The heparin had been started in the ed around 2300 on (B)(6) 2010 and the pt was transferred to the floor around 0145 on (B)(6) 2010. Approx 90 minutes later it was discovered that the t-pa and heparin rates were incorrect due to the lines being switched. Pt experienced excess bleeding from surgical site requiring surgical drainage. Pt continued to experience decreased hemoglobin, received transfusion and was discharged 10 days later. No additional info was available.

Manufacturer narrative:
(B)(4). The customer's report of an over infusion of heparin due to the lines being switched could not be confirmed by the log review. The customer did not report which infusions were to run on which channels, therefore, it could not be determined if the lines were "switched". The event time was carefully analyzed and the results were reviewed; however, it was noted that the infusion times noted in the log did not match the event time reported by the customer. No malfunction of the pc unit or any of the attached pump modules is believed to have occurred. No devices were returned for evaluation. A device history and service history search was performed on all devices and no relevant issues were found. The root cause of the reported event is believed to be a user-related error. Device MFR date: pump (B)(4), (B)(4), (B)(4), (B)(4) were all MFR 11/2008.